Manufacturer narrative:
No damages were observed that would contribute to the reported dislodged cannula, the cause of which could not be determined. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged. Inspection of the fluid path found no evidence of the reported leak.

Manufacturer narrative:
The device has been received for investigation. A supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone11.8. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose above 400 mg/dl while wearing the pod for longer than 48 hours. The pod¿s cannula dislodged from the infusion site (leg), and the cannula was found to be bent. Insulin leakage was reportedly observed.